Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ bi-directional navigation catheter. During the procedure, the thermocool® smart touch¿ bi-directional navigation catheter had a blood clot on the tip, the irrigation was compromised and there was no temperature reading. The caller did not report how the procedure was completed. There was no report of patient consequence. The device was visually inspected and it was found in good conditions. The temperature feature was tested and no issues were observed. In addition, the catheter was irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed since the device was found working correctly and no evidence of clot residues were observed on the catheter. However, the root cause of the clot reported by the customer could be related to the usage of the device during the procedure; however this cannot be conclusively determined. Additional information was received on 3/5/2020 providing the facility name of chulalongkorn hospital and e1. Initial reporter phone is 02-2528131-9. Therefore e1. Initial reporter facility name has been processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The event date is unknown. As a result, the 1st day of the month has been entered as the event date. Additional attempts have been made to obtain clarification to the facility name. However, no further information has been made available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ bi-directional navigation catheter and there was blood clot on the tip of the catheter. During the procedure, the thermocool® smart touch¿ bi-directional navigation catheter had a blood clot on the tip, the irrigation was compromised and there was no temperature reading. The caller did not report how the procedure was completed. There was no report of patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The blood clot on the tip of the catheter was assessed as a MDR reportable issue. The irrigation issue was assessed as not MDR reportable. Occlusion or no irrigation is highly detectable by the physician. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The no temperature reading issue was also assessed as not MDR reportable. The ablation cannot be performed since there was no radio frequency energy applied. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) initially this event was assessed as MDR reportable for a blood clot issue. During review on 5/20/2021, a correction was noted to the assessment as this event should have been assessed as char which is not MDR reportable. Char is a physical phenomenon of radio frequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. Therefore, updated under ¿h6. Medical device problem code¿ from ¿coagulation in device or device ingredient¿ to ¿device contamination with body fluid¿.